Event description:
The patient reportedly experienced pain at the implant site after initial implantation. The patient was prescribed antibiotics, (type unknown) is now doing well and is no longer experiencing pain related to her device.